Event description:
A male underwent open aortic valvotomy in 2007. Stable on ventilator. Three days later, patient was receiving routine breathing treatment (med neb) via manual resuscitation bag and ett. Peep valve was removed. Only flow source from wall thru med neb. Lungs very compliant requiring low inflation pressure. Assured proper function of hand vent prior to starting treatment. Patient had cough-like reflex, became red and chest became inflated, loud noise around et tube. Patient disconnected from bag and escape of high pressure air was heard. Noted hr low 90's, then bp gradually followed. Compressions started and code blue called. Despite intervention, the baby subsequently died.